Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheter leaked water immediately after placement.

Event description:
It was reported that catheter leaked water immediately after placement.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The reported failure was able to be reproduced. Evaluation observed tear on rubberize layer of both thermistor lumen and inflation lumen cause lumen to lumen leakage. Failure investigation and root cause analysis reveal that the primary drivers for the failure mode identified specific in-process input metric that significantly influence certain internal product performance that affect the product functionality. Limited thermistor lumen staging time post rubberize dipping process. Trend analysis show that shorter staging time resulting in incomplete gelling of thermistor lumen which caused presence of weak spots at catheter¿s trifurcation area. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.